Manufacturer narrative:
Method: review of programming/device diagnostic history.

Event description:
During a review of the pt's programming history, it was found that a faulted systems diagnostic test occurred in 2006 which resulted in the pt's device being programmed off for approx 3 months. A final interrogation was not performed at the end of the office visit to ensure the pt's settings were as intended. The pt's settings were corrected at a f/u visit in (B)(6) 2006. There were no reports of any pt adverse events as a result.